Event description:
It was reported that there was an event where the patient's pacemaker was displaying incorrect diagnostic information. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the correct event description in b5 should have been "it was reported that the patient was presented remotely via merlin.net. Transmissions showed that the patient's pacemaker was displaying incorrect diagnostic information. No intervention was reported. Patient had no consequences.", rather than "it was reported that there was an event where the patient's pacemaker was displaying incorrect diagnostic information. No intervention was reported. Patient had no consequences." The correct event date and therapy date should have been (B)(6) 2025, rather than (B)(6) 2026.

Event description:
It was reported that the patient was presented remotely via merlin.net. Transmissions showed that the patient's pacemaker was displaying incorrect diagnostic information. No intervention was reported. Patient had no consequences.